Event description:
The device was returned because it was a rental that the customer no longer needed. There was no complaint against the device. During servicing, it was noted that the audible alarms did not always sound when appropriate. No death or injury resulted from the malfunction.